Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have repeated 25730 and 25734 errors shortly after the system started. There were multiple wheel communication problems between ac_2b and ac_2c. The failure was confirmed, but not replicated. The unit was tested on an in-house system in normal mode without any errors. The unit was also tested on a psc fixture test platform (pftp) where all the related test passed. After a further investigation, system log reported 25730, 25734, and 307 errors pointing a communication related issue and error 30 pointing between ac_2b and ac_2c. The complaint regarding error 307 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter to clarify the initial response and obtained the following additional information: the customer clarified that when they had the non-recoverable fault 307 on (B)(6) 2023, the procedure was converted to a laparoscopic surgery. The customer explained that it was because the problem occurred in the final step of the surgery and so they completed the procedure using laparoscopy and didn¿t declare any significant delay. There was no patient injury. There were no additional comments on port placement. Intuitive surgical, inc. (Isi) followed up with the technical support engineer (tse) and obtained the following additional information: the tse explained that the communication problems between ac_2b and ac_2c meant that there was a communication error between the tornado board (ac_2b ) and usm board (ac_2c) on arm 2.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting system displayed non-recoverable error 307 on arm 2, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued to the customer and that the usm assembly has not yet been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted a technical support engineer (tse) from offsite and reported that the system was giving a recoverable fault, that eventually led to a non-recoverable error 307, pointing to the axes controller setup (acu) and their distal nodes on the universal surgical manipulator (usm) in set up joint (suj) 2. Prior to the call to the tse, the customer restarted, and hard power cycled the system already including the patient side cart (psc) emergency power off (epo), which did not resolve the issue. The non-recoverable fault stayed in recoverable at some point and the customer was using the system with 3 arms at the time. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer didn¿t declare any delay due to this issue, because they proceeded the surgery using laparoscopy continuously.